Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tip on the mega needle driver instrument was observed broken. There was no allegation of patient harm or fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable at the instrument's tip was broken and stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any visible damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.